Event description:
It was reported that a physician's handheld device was freezing upon interrogation. The physician was sent a new handheld device at his request and the old handheld was returned to the manufacturer. Product analysis is currently in process.